Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked during preparation. The set was filled with 50-80 ml fluorouracil and sodium chloride (nacl) solution (20 ml nacl+50 ml fluorouracil+30 ml nacl . There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6: h4: the device was manufactured from (B)(6).2020 - (B)(6). 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.